Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving high sensor scans of 16.4 mmol/l, 17.6 mmol/l, and 10.9 mmol/l when compared to competitor brand meter results of 9.7 mmol/l, 11.0 mmol/l, and 7.2 mmol/l. The customer experienced low blood sugar with symptoms of lightheadedness, confusion, and lost consciousness for 30 minutes however, the customer regained consciousness and self-treated with food. On (B)(6) 2022, the customer self-presented at a hospital as they continued to experience hypoglycemic symptoms. A laboratory result of 5.7 mmol/l was obtained as compared to sensor scan of 9.7 mmol/l and the customer was administered IV fluids as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving high sensor scans of 16.4 mmol/l, 17.6 mmol/l, and 10.9 mmol/l when compared to competitor brand meter results of 9.7 mmol/l, 11.0 mmol/l, and 7.2 mmol/l. The customer experienced low blood sugar with symptoms of lightheadedness, confusion, and lost consciousness for 30 minutes however, the customer regained consciousness and self-treated with food. On (B)(6) 2022, the customer self-presented at a hospital as they continued to experience hypoglycemic symptoms. A laboratory result of 5.7 mmol/l was obtained as compared to sensor scan of 9.7 mmol/l and the customer was administered IV fluids as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d4 (serial number), d4 (expiration date) and h4 (device mfg. Date) was incorrectly documented in the initial report. The correct section d4 (serial number), d4 (expiration date) and h4 (device mfg. Date) has been updated.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving high sensor scans of 16.4 mmol/l, 17.6 mmol/l, and 10.9 mmol/l when compared to competitor brand meter results of 9.7 mmol/l, 11.0 mmol/l, and 7.2 mmol/l. The customer experienced low blood sugar with symptoms of lightheadedness, confusion, and lost consciousness for 30 minutes however, the customer regained consciousness and self-treated with food. On 12-mar-2022, the customer self-presented at a hospital as they continued to experience hypoglycemic symptoms. A laboratory result of 5.7 mmol/l was obtained as compared to sensor scan of 9.7 mmol/l and the customer was administered IV fluids as treatment. There was no report of death or permanent injury associated with this event.